Manufacturer narrative:
H3/h6: investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pwd had called in very frustrated because she had continued to experience line blocks throughout the night. She had stated she had been checking for kinks for three hours, but the alarm had continued. There was patient involvement/ no harm reported.